Manufacturer narrative:
(B)(6) based on the available information, this event is deemed to be a serious injury. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the patient was experienced high blood glucose levels on (B)(6) 2026 due to bent cannula. The patient was treated with pump.